Event description:
It was reported that during the pre-use check, the needle was found attached to the needle hub in a slant manner. No patient injury. No additional information is available for this complaint.

Event description:
It was reported that during the pre-use check, the needle was found attached to the needle hub in a slant manner. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03994. The report was submitted in error.